Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements. It was suspected based on the type of noise that the electrode may have fractured. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed a twist in the body on the proximal end, leading up to the suture sleeve area. Marks were noted on the terminal rings showing circular wear from the header springs from the lead being twisted in the body. There was tissue calcification on the shocking coil, and electrocautery damage was noted with the electrode body. Continuity testing failed as the sense a conductor resistance measured as an open circuit - indicating a fracture. An x-ray confirmed the fractured sense a conductor cable in the area at the distal end of the terminal pin, approximately 5 to 13mm from the terminal pin from the lead being twiddled.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Review of the episode noted oversensing of noise and low amplitude measurements. It was suspected based on the type of noise that the electrode may have fractured. The patient was reported to have had an unrelated open heart surgery in the past where the electrode may have been damaged. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.